Event description:
It was reported that a patient had an ams monarc device implanted on (B)(6) 2008. It was further reported that the patient has experienced asymptomatic erosion (on (B)(6) 2014) and that she is continent and does not want a revision. It was reported that the patient will have additional follow up in 12 months with the physician. No additional patient complications were reported.